Manufacturer narrative:
The insulin pump was received with unresponsive buttons response due to keypad connector unlocked on the lcd board. The keypad traces was inspected and no anomalies noted. After locking keypad connector the low reservoir alarm functioned and cleared properly. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump esc and act keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.